Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 18 mmol/l (324 mg/dl) while wearing the pod between 5 and 24 hours. The patient reported being unsure if the cannula was properly seated in the infusion site. As treatment, a new pod was applied.

Manufacturer narrative:
Device was received not deployed. The pink slide was not visible in the window. Data download showed that a 0x42 error occurred, indicating that less than 20 pulses occurred between confirmed opens. A rotational sensor assembly malfunction occurred which resulted in first prime ending earlier than expected which prevented the needle mechanism from firing by the end of second prime. The commutator cap was inspected, and inconsistencies were found. A rerun was performed and the device ran as expected. Neither of the deficiencies documented to the commutator cap can be concluded as the cause of the rotational sensor malfunction. No other issues could be found that can be addressed to the rotational sensor malfunctioning.